Event description:
It was reported by the sales rep that during surgery, the neptune 3 rover was connected to the atrium oasis dry suction water seal chest drain. Upon connection, the surgeon requested suction on the neptune be increased, which is not advised per the IFU (see additional mfg narrative for details). It was reported that the patient passed away post-op and that the patient was unhealthy prior to the procedure. There were no alleged malfunctions of the rover during the procedure that caused or contributed to the patient's death.

Manufacturer narrative:
Per neptune 3 waste management system, IFU 0703-001-700 rev-ab: page 8: 4.2 connection safety warnings: inappropriate connection hazard. Do not connect directly to chest tubes. Do not connect to closed wound drains. Do not connect directly to tracheal tubes. Not for use as a suction source for: intermittent suction applications, patient positioner devices, organ stabilizer/positioner devices, death or serious injury can result from inappropriate connections.